Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the imaging system computer stayed at the start-up screen. The representative reloaded the software application to correct the connection problem. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in spinal system, the imaging system was unable to perform the initial boot up. The representative reported that restarting the imaging system did not resolve the reported issue. The site then elected to proceed with the procedure using a c-arm. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.